Manufacturer narrative:
Calibration was last performed on (B)(6) 2023. The alarm trace showed voltage level errors, abnormal aspiration, and abnormal sample probe aspiration alarms on the day of the event. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable gen.2 ise indirect for na and cl results for 24 patient samples on a cobas 8000 cobas ise module. The customer provided an example of discrepant results for 1 patient sample. The initial na result was 150 mmol/l and the initial cl result was 92 mmol/l. The initial results were reported outside of the laboratory. The customer was prompted to repeat the sample as they started receiving voltage-level errors and high results. The sample was repeated and the na result was 140 mmol/l and the cl result was 104 mmol/l. The repeat results were deemed correct. The electrode lots and expiration dates were requested but not provided.

Manufacturer narrative:
The customer primed the ises, recalibrated, and repeated qc. The investigation is ongoing.